Manufacturer narrative:
Eval summary: the device was received with a separated balloon at the proximal balloon seal with no rupture observed, and a separated guide wire (gw) lumen from the gw exit notch. The point of separation for the proximal balloon seal displayed uneven jagged edges. The proximal balloon seal area exhibited the appropriate laser bond seal length. The separated gw lumen was stretched and accordion shaped the entire length of the separation. The point of separation indicated a tearing/tensile overload. No specific root cause for both the separated balloon bond and the separated gw lumen seal could be determined. The type of damage appears to be procedure related. No mfg issues were identified. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure in an unspecified vessel, the viatrac plus dilatation balloon ruptured at an unspecified pressure. Reportedly, there were no adverse pt effects. Though requested, no add'l info was available.